Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a shorted lead indicator message. Following delivery of a shock from the implantable cardiovertor defibrillator (ICD) a less than 10 ohm shocking impedance was displayed. The device also displayed an eol battery status.